Manufacturer narrative:
Field service engineer (fse) performed master tool manipulator (mtm) encoder/friction/gimbal verification all test passed. Fse inspected mtms and noted no damage, performed system verification/test drive and noted no range of motion restrictions/sluggish behavior of manipulators. Unable to reproduce the reported problem. Review of the da vinci 5 system logs found no relevant errors occurred during the procedure. Review of the system field service history found that system has been used for many subsequent procedures with no issues reported to be related to this event, with no parts replacements, and with system verification testing confirming the system was ready for use. An advanced review of the system event logs associated with the timestamps at the time of the reported injury, review of a video provided by the surgeon, and replication testing using the kinematic configuration data was performed. Per the event history log review in association with the video review, the logs data indicates that the moment of injury occurred while bipolar energy was activated. There were no motion related errors or any sudden change in tool tip location in the duration of time between the injury and the stapler firing to repair the injury. Additionally, kinematic replication testing and intuitive field service engineering testing of the system at the customer site found that the system range-of-motion and friction values were within specification. Based on the advanced investigation there is no indication the system malfunctioned. The da vinci 5 user manual states that the motions of the instrument tip are approximately proportional to the surgeon-initiated motions of the hand control and are approximately in the same direction relative to the endoscope/3d viewer frames of reference. There should be no uncontrolled or unexpected motions of the instrument tip. Section d5: concomitant products - force feedback cadiere forceps, long bipolar grasper.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection procedure the pulmonary artery was injured. The surgeon felt as though the master tool manipulator (mtm) was more restrictive than what he was used to. The issue was described as feeling more resistance and friction while working. Adjustments were made to the control scaling settings of the mtm from fine to normal which provided some improvement. The surgeon believes that due to the restricted range of motion with the mtm, it resulted in inadvertently injuring the pulmonary artery. A maryland bipolar forceps instrument was in use to skeletonize a branch from the pulmonary artery at the time of the event, causing bleeding. The bleeding was controlled robotically by grasping the vessel and using a sureform 45 curved-tip stapler instrument to successfully divide the branch. The branch was intended to be resected as part of the planned procedure. The blood loss was minimal. The patient is recovering well.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported issue and complication cannot be determined.